Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) reviewed device data and confirmed the inappropriate shock was delivered due to t-wave and muscle noise oversensing. It was noted the device was programmed to secondary vector. Automatic setup was performed and passed in primary vector in supine. All other vectors and positions failed. Ts recommended reprogramming to primary vector due to limited programming options. Ts recommended verifying system location with a chest x-ray. Ts discussed the device may need to be rescreened for a better position and another device option may need to be considered. This s-ICD remains in service. No adverse patient effects were reported.